Manufacturer narrative:
As reported, a piece of 3dmax mid mesh ripped when the mesh was stretched prior to implanting to make sure it is not defective. Visual evaluation of the sample finds there is multiple cracks/tears in the edge seal of the mesh. The condition of the mesh is consistent with that of a mesh that had been rolled or folded for attempted use. Based on the sample condition, the likely root cause is the edge seal was inadvertently damaged/ torn while the user was stretching the mesh prior to use. No manufacturing anomalies were found. Review of manufacturing records confirms the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using 3dmax mid mesh surgeon followed their normal routine in which the mesh was stretched prior to implanting to make sure it is not defective and the mesh ripped. Another 3dmax mid mesh was used to complete the procedure. There was no patient harm or injury.